Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2218-50, serial/lot: (B)(4), description: linear st lead kit 50 cm. Model: sc-2316-70, serial/lot: (B)(4), description: infinion 16 lead kit 70 cm. It is indicated that the explanted lead will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient underwent a revision procedure due to loss of therapy and stimulation in non-target areas. High impedances were observed on one of the leads so the lead was replaced and another lead was repositioned. The patient was doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2218-50, serial/lot: (B)(4), description: linear st lead kit 50 cm. Model: sc-2316-70, serial/lot: (B)(4), description: infinion 16 lead kit 70 cm. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent a revision procedure due to loss of therapy and stimulation in non-target areas. High impedances were observed on one of the leads so the lead was replaced and another lead was repositioned. The patient was doing well post-operatively.